Event description:
It was reported that the implantable pulse generator (ipg) exhibited false battery voltage measurements. Diagnostic/troubleshooting was recommended. Technical consult indicated that issue is a known occurrence and that the ipg battery voltage measurements would return to correct values within the recommended duration. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analyst commented, faulty low battery voltage measurement.